Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion third party service technician was able to verify the customer's reported issue. Bench testing revealed a faulty flow valve. The service technician replaced the flow valve and the reported issue was resolved. Model lap top ventilator 1150 passed all testing and met all carefusion manufacturer specifications. The suspect flow valve was returned to carefusion for further investigation. Once the investigation is complete, a supplemental report will be submitted.

Event description:
It was reported to carefusion that model lap top ventilator 1150 was delivering higher tidal volume than what was set. When the ventilator was set to deliver 500 mls, the unit would deliver greater than 550 mls. The customer confirmed there was no patient involvement associate with the reported issue.

Manufacturer narrative:
Carefusion certified service technician was able to verify the customer's reported issue. The flow valve failed tidal volume measurement by using the tidal volume and tsi flow meter. The flow valve also failed the production lap top ventilator flow valve assembly test. Visual inspection identified the cause to be that the rod pusher's diaphragm was dirty, causing it to drift out of specification.